Event description:
A study on " pump breakdown or malfunctions in a large cohort of italian children and adolescents with type 1 diabetes using insulin pump therapy" by rabbone I., minuto n., scaramuzza a., bonfanti r., schiaffini r., toni s., iafusco d., lombardo f., pistorio a., pistorio a. From diabetes technology and therapeutics 2015 17 suppl. 1 (a9-a10) focused on insulin pump replacement in children and adolescents with type 1 diabetes using insulin pump therapy. Insulin pump replacements in medtronic paradigm 515/715 insulin pumps were one of the focuses of the study. From data collected starting on (B)(6) 2013, it was found insulin pumps were replaced in (B)(6) of patients. The data also revealed (B)(4)of insulin pump replacements were from breakdown and malfunctions, 20.2% were from accidental damage by users and (B)(4) were from 'physiologic' replacements after warranty ended. The study also showed sensor users replaced their insulin pump more often than non-sensor users.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.